Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was not returned to olympus for inspection, and therefore the customer's complaint could not be reproduced, however after confirming that a non-olympus lamp was used troubleshooting provide guidance to use only the proper olympus lamp for the device and provide the instruction manual and the lamp replacement manual and after changing the lamp to the corresponding olympus lamp the issue was solved. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "main lamp does not igniting" malfunction would likely be related to the illumination lamp was replaced with a non-olympus lamp. The event can be prevented by following the instructions for use which state: 6.1 replacement of the examination (xenon) lamp always use the examination lamp designated below. To order a new examination lamp, contact olympus. ¿ xenon lamp maj-1817. Never install a lamp that has not been approved by olympus. The use of a non approved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source main lamp does not ignite but spare lamp does work. Additional details relating to the event have been requested, but no response has been received at this time. There were no reports of patient harm.